Event description:
The customer reported that a pt's lv was perforated during the procedure. The pt was transferred to the ICU at the end of the procedure in 2009. The technician was asked to check the stockert generator as user suspect the performance of the system. The customer was advised to not use the generator and to ship it back to MFR for analysis. The technician was notified that the user facility was performing ablation using temperature control mode with target temperature 60 degrees and power at 40w. The pt has been transferred out of ICU and is now recovering in the ward.

Manufacturer narrative:
The product will be shipped to the MFR for further analysis.